Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "when the patient was given cyclophosphamide for injection + epirubicin hydrochloride for injection phase iii chemotherapy according to the doctor's instructions today, and when 100ml of 0.9% sodium chloride injection + glutathione for injection was instilled at 10:38, the nurse in charge inspected the ward and found that there was about 0.5ml of transparent exudate at the patient's PICC catheterization, and the surrounding skin was not stinging, red, swollen and ulcerated, and the fluid was immediately clamped. Report to the head nurse, do a good job of protective measures, sterile gauze adsorption exudate, normal saline rinse the skin around the PICC catheterization, give PICC flushing many times, observe and find that the liquid leaks from the top of the needle eye, the scale at the eye of the needle is 44.5cm, in order to facilitate the search for the cause, ask for the patient's consent, withdraw 1cm, when flushing again, it is found that there are water droplets at 44.2cm of the catheter when flushing again, consider that the catheter is damaged, the liquid leaks from here, inform the patient of the risk and treatment opinions, the patient agrees, give the PICC dressing change, withdraw to 39cm to trim the catheter, leak 5cm. Inform doctor that it is recommended to take an x-ray to observe the position of the catheter tip, and take a chest x-ray according to the doctor's instructions, and the results of the chest x-ray show that the PICC catheter shadow can be seen on the chest, and its end is flat at the right upper edge of the 4th thorax vertebra. It has deviated from its normal position. It is recommended that the doctor extubate, and the patient has been fully informed of the risk of continuing to be catheterized, and the patient's opinion is sought: extubation after the end of this chemotherapy. Now that the chemotherapy drugs have been intravenously dropped, we will continue to give other drugs intravenous infusion, closely observe whether there is exudate, and pay attention to whether the patient is unwell."

Event description:
It was reported by the customer "when the patient was given cyclophosphamide for injection + epirubicin hydrochloride for injection phase iii chemotherapy according to the doctor's instructions today, and when 100ml of 0.9% sodium chloride injection + glutathione for injection was instilled at 10:38, the nurse in charge inspected the ward and found that there was about 0.5ml of transparent exudate at the patient's PICC catheterization, and the surrounding skin was not stinging, red, swollen and ulcerated, and the fluid was immediately clamped. Report to the head nurse, do a good job of protective measures, sterile gauze adsorption exudate, normal saline rinse the skin around the PICC catheterization, give PICC flushing many times, observe and find that the liquid leaks from the top of the needle eye, the scale at the eye of the needle is 44.5cm, in order to facilitate the search for the cause, ask for the patient's consent, withdraw 1cm, when flushing again, it is found that there are water droplets at 44.2cm of the catheter when flushing again, consider that the catheter is damaged, the liquid leaks from here, inform the patient of the risk and treatment opinions, the patient agrees, give the PICC dressing change, withdraw to 39cm to trim the catheter, leak 5cm. Inform doctor that it is recommended to take an x-ray to observe the position of the catheter tip, and take a chest x-ray according to the doctor's instructions, and the results of the chest x-ray show that the PICC catheter shadow can be seen on the chest, and its end is flat at the right upper edge of the 4th thorax vertebra. It has deviated from its normal position. It is recommended that the doctor extubate, and the patient has been fully informed of the risk of continuing to be catheterized, and the patient's opinion is sought: extubation after the end of this chemotherapy. Now that the chemotherapy drugs have been intravenously dropped, we will continue to give other drugs intravenous infusion, closely observe whether there is exudate, and pay attention to whether the patient is unwell."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.